Manufacturer narrative:
The device was returned for analysis. The reported shaft break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft break; however, potential causes for shaft breaks include, but are not limited to, damage during manufacturing, damage to the device during shipping/receiving, inadvertent mishandling during unpackaging, sheath/stylet removal, during preparation or use of the device. The product risk assessment identifies these as foreseeable events; as such, design and manufacturing controls and mitigations have been established for potential causes. Due to the limited information available, a conclusive cause for the reported shaft break cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion with moderate calcification, mild tortuosity and 60% stenosis. When removing the wire and protective cover [sheath and stylet prior to use] from the 2.5x18 mm xience alpine stent delivery system (sds), a fracture of the body of the delivery cable was noted. There was no reported clinically significant delay in the procedure. No additional information was provided.